Event description:
A customer contacted beckman coulter (bec) stating that the coulter act 5 diff autoloader (al) instrument failed start up and while running controls the customer observed nucleated red blood cell (nrbc) and platelet (plt) aggregate and white blood count flags. The customer discontinued from using the instrument until service arrived. The customer confirmed that no patient results were run. Therefore, no erroneous patient results were generated during this event. A bec field service engineer (fse) was dispatched and discovered that the rinse and differential bath were overflowing due to the rinse block putting too much fluid into the baths. There was no biohazard exposure to mucous membranes or open wounds.

Manufacturer narrative:
The bec fse resolved the nrbc and plt aggregates flags by replacing the solenoid sol 35 and the reagent syringe. To resolve the bath overflow issue, the fse observed that the rinse block was putting too much fluid into the rinse and diff baths and found that the solenoid sol 11 not working and replaced the solenoid bank 1-12 and its cable. The fse resolved the wbc flags control issue by replacing the wbc aperture. The fse calibrated and verified instrument performance. Per operator's guide / IFU: warnings and precautions: beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).